Event description:
First time had muscle contracture of both shoulders/ arms. Second major health issue was vertigo 24/7 for 5 months. Third time was hospitalized because physicians thought I was having tia, antibodies for (B)(6). Currently severe fatigue, migraines, blepharitis, ear ringing, tingling in fingers, sadness, lethargy, and pain in neck, shoulders, back, feet, cognitive decline (can¿t form sentences), hair loss, intolerant to cold, low libido, heart palpitations, food insensitivities, extreme soreness after exercising (so I stopped), bilateral breast itching, anxiety, hashimoto¿s. Kidney disfunction, heavy metals, food allergies, vitamin and mineral deficiencies.